Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were leaking from the y-site. This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f7 report type: initial will be omitted. Correction made to f10/h6: component codes: replace g04034 with g04135. G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2022-03013. All information can be found under manufacturer report number 1416980-2022-03013 of MDR. Should additional relevant information become available, a supplemental report will be submitted.